Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that a patient underwent a laparoscopic vaginal hysterectomy on (B)(6) 2013. During the procedure, the device kept locking up and would not morcellate. Another like device was used to complete the procedure with no adverse patient consequences. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate during the evaluation; it is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic vaginal hysterectomy on (B)(6) 2013. During the procedure, the device kept locking up and would not morcellate. It was unknown how the procedure was completed. There were no adverse patient consequences reported. Additional information has been requested.